Event description:
Patient was in clinic for a durolane injection. This is a pre-filled syringe of medication from pharmacy. Doctor applying a 22gx1.5 inch needle by screwing it onto the syringe. It did not stay attached and the medication exploded out the syringe. We had to replace the needle and get new medication. Monoject standard nypodermic needle lot 23e065. Med: durolane hyaluronic acid ref 1082020 bioventus. 1 syringe wasted same lot number.